Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that during the implantation of an tecnis zcb00 intraocular lens (iol) it was noted that the wrong iol had been implanted. The lens was cut out and removed. The surgery center had to ''borrow'' the correct lens from another surgery center. It took two hours to locate the correct lens for the patient during which the patient was sent to the post-anesthesia care unit due to vomiting (a reaction to the anesthesia). The procedure was completed successfully and the patient was well the following day when she saw her surgeon.